Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and difficulty communicating the ipg to the remote. It was noted that the patient had experienced loss of stimulation, pain and discomfort. The patient underwent an ipg replacement procedure. No further information has been obtained.